Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported there was a severed catheter. The catheter was explanted and replaced on the date of this report. The distal segment had a break. The severed distal segment had migrated into the intrathecal space and the surgeon was unable to obtain that segment. The catheter was capped/abandoned/partially removed. The underdose symptom of lack of therapy wasreported. As of the date of this report, reporter indicated that the patient was ¿asymptomatic¿, "alive with no injury or adverse event". The pump was being used to deliver dilaudid. Catheter was received for analysis on (B)(6) 2013. Follow-up will be submitted once analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis revealed the catheter body was broken:it was also noticed that segment 2 was compressed and segment 1 had an area the was slightly compressed about 5.5 cm from the distal side of the sc connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.